Event description:
Arjo have been notified about an incident with involvement of concerto/basic shower trolley. It was reported that when the caregiver was handling the shower trolley to lift the safety edge, the stretcher tilted and the patient fell off the device. Due to the event the patient sustained tibial fracture, peroneal fracture, femur fracture, scalp wound and was hospitalized. The patient died on (B)(6) 2019.